Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) found that the station had a failure icon but no failed storage space. After troubleshooting, tower door 4 would not open for the customer. Fse initiated manual failure on all tower doors to recover the storage space. The system functioned as intended after the field service engineer investigated the device. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower the drawer had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to retrieve the medication from another station.however, there were no delay or adverse events or injuries reported based on this event.